Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture during a rythmiq event. Boston scientific technical services provided troubleshooting options. The ICD remains in service and there were no adverse patient effects reported.